Manufacturer narrative:
(B)(4). Results: dissection. Treatment of a pre-operative dissection. Conclusions: treatment of a pre-operative dissection.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a fusiform 6 cm in diameter and 12 cm in length chronic b type dissection and aneurysm in zone 4. The proximal neck was 28 mm in diameter and the distal aortic neck was 25 mm in diameter. There was moderate calcification in the iliac arteries, proximal aortic neck and the distal aortic neck. There was severe thrombosis at the proximal and distal aorta. It was reported at the 30 day follow up the aneurysm measured 57 mm in diameter and there was a localized dissection noted at the location of the taxf3434w48xj. The physician believes the dissection occurred after tevar and will monitor the patient. One year post index procedure the physician stated that the dissection area was hard to locate and believes the patient recovered. The physician stated that this case occurred due to the patient's blood vessel condition and was no relation to the talent or the procedure. No additional clinical sequelae were reported.